Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy surgical procedure, it was observed that the quick coupling device was not working properly. According to the report, the device was not making the torque noise when it was tightened all the way. There was a fifteen minute delay to the surgical procedure. A spare device was not available for use; it was reported that the surgeon was able to complete the procedure by manually hand screwing the screw in place. There was animal patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4) contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as mar 1, 2007. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.